Event description:
During service of product unit was found to not cycle with all leds and constant single tone audible alarm due to integrated circuit u28 on the logic board being out of specification. Replaced u28.